Manufacturer narrative:
During the initial inflation, an 8mm x 4cm x 135 cm powerflex pro was inflated at eight atmospheres (atm) for five minutes, but was slightly under-inflated, so an attempt at a second inflation was made at 12 atm for three minutes. However, it ruptured in about one minute. There was no reported patient injury. The lesion was the left common iliac artery to external iliac artery. An approach was made from the left brachial artery. Since the lumen was secured to some extent, an unknown stent was implanted. After that, an unknown balloon catheter was used to perform post dilation. The procedure was completed. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 17674835 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. However, with the limited amount of information provided regarding vessel characteristics and without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time

Event description:
During the initial inflation, an 8mm x 4cm x 135 cm powerflex pro was inflated at 8 atmosphere (atm) for 5 minutes, but was slightly under-inflated, so, it was attempted to be inflated at second inflation at 12 atm for 3 minutes. However, it ruptured in about 1 minute. Since the lumen was secured to some extent, an unknown stent was implanted. After that, an unknown balloon catheter was used to perform post dilation. The procedure was completed. There was no reported patient injury. The lesion was the left common iliac artery to external iliac artery. An approach was made from the left brachial artery. The device will not be returned for analysis as it was discarded.